Manufacturer narrative:
Device history review and found to be complete. The product passed all quality control tests prior to its distribution. The reported issue of dislodgement and sensing issue was not confirmed. The reported event of device stretched helix was confirmed. Visual inspection noted helix length was out of specifications consistent with having occurred during procedure. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem.

Event description:
It was reported the patient had just undergone a leadless pacemaker (lp) implant. In the recovery room a few hours later, the lp was interrogated due to abnormal sensing. A chest x-ray was completed where it was discovered the lp had dislodged and migrated to the iliac vein. The lp was successfully retrieved, and the helix was discovered to be extended. The lp was replaced without issue. The patient was stable.